Event description:
It was reported, that the patient's implantable cardioverter defibrillator exhibited far p wave oversensing. No interventions were performed. The patient's condition was unknown.

Event description:
New information notes that over-sensing occurred during an unrelated procedure. Programming interventions were made. There were no adverse patient consequences reported.

Manufacturer narrative:
Additional information : a4, b5, e1 and h6.